Manufacturer narrative:
(B)(4). The customer reported that the charge speed was slow. There was no report of patient involvement. The device was evaluated by a philips fse and the symptom was reproduced. Replacement of the battery resolved the issue. The device passed all testing and was returned to service.

Event description:
The customer reported that the charge speed was slow. There was no report of patient involvement.